Event description:
It was reported that upon opening the package of the ultraflex esophageal 23mm x 12mm stent delivery system (sds), the device was "not in condition to be used". It was not known how the procedure was completed.